Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2006 the decedent's blood pressure dropped then experienced a cardiovascular event on or about (B)(6) 2006 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (hypotension) of two events reported for the same pt involving two separate products.